Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? Were staples missing from the staple line? Was the device difficult to remove? If yes, did the removal of the device cause the staple line to be disrupted? Or was the staple line incomplete and not due to removal of the device?

Event description:
It was reported that during a sigmoid colectomy the device was fired, upon removal anastomosis was not complete. Dr hand sewed to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Batch #: t5cx43. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.